Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s battery, although charging to full, depleted prematurely and would not last through a school day, leading to frequent manual corrections and reliance on multiple daily injections; the issue had been present for months and progressively worsened, and the agent arranged a goodwill replacement pump. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.